Manufacturer narrative:
Intuitive surgical (is) followed up with the initial reporter and obtained additional information. The black cable was loose (the cable was dislodged but still intact). Wire was not exposed due to damaged insulation. There was no loss of cautery associated with the broken/loose cable and no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The instrument has not yet been received for failure analysis investigation to be performed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the black cable on a fenestrated bipolar forceps instrument had a loop on the wrist. The procedure was completed with no reported injury nor delay.

Manufacturer narrative:
A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.